Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.

Event description:
It was reported that after the catheter was indwelled in the pt's subclavian vein, a leak was observed from the junction hub while in the pt's room. The physician found the wings of hub were partially torn but thought the hub was usable, so the catheter and the hub were used until the treatment was complete. The catheter was indwelled a week or 2 weeks after the leak was observed. There was no reported delay, death, or complications to the pt. Additional information rec'd on (B)(6) 2011 from (B)(6) stated, the catheter was in the pt for at least 4 days; insertion date (B)(6) 2011, catheter removal date (B)(6) 2011. The infusion line ((B)(4)) was not exchanged, but an extension tube which was attached to the catheter was exchanged. The customer disinfected the hub with sterile cotton.